Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s the implantable cardioverter defibrillator was post-paced t wave oversensing on the ventricular lead. The patient was asymptomatic to the event. The device was reprogrammed and the patient would continue to be monitored.